Manufacturer narrative:
Pump received with blank display. Unable to verify frozen screen and perform the pump passed self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to blank display. Pump unable to download/upload into thump and carelink due to blank display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, motor, or force sensor. However, found cracked u6 on the pcba 2. Swapping out test boards confirms blank display is isolated to pcba 2. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked select button keypad overlay and cracked case behind the pump at the battery compartment. Blank display was confirmed during analysis due to cracked u6 on the pcba 2. Unable to verify customer alleged for high bgs. Unable to verify frozen screen due to blank display. Unable to download thump and carelink due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose and the pump stopped working¿frozen screen. The customer reported a blood glucose value of 300 mg/dl. The customer reported hyperglycemia was treated with assisted/self-treatment of severe glycemic excursion (major severity). The blood glucose was high for greater than 4 hours. The event involved products mmt-1880l. Troubleshooting was partially performed for the blank display, and the customer called back after resting the pump for 2 hours and replacing the battery. Troubleshooting was partially performed for high blood glucose, and the customer has not been using the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the customer was used the auto mode feature at the time of the event or not. The customer stopped using the insulin pump system due to a pump/product issue. No further patient complications were reported. No product return is required for mmt-1880l.